Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08655 inches. No unexpected errors or alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 500 mg/dl and low blood glucose of 38 mg/dl. Customer stated that insulin pump was not getting any alarms. It was unknown whether the customer was using auto mode at the time high blood glucose. Insulin pump will be returned for analysis.